Manufacturer narrative:
H10: for this event, the lot number was provided and a lot history review was performed. Of the 1 reported malfunction, 1 device was returned for evaluation. The investigation confirms the alleged guidewire unravelling issue. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716000 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a frayed material. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The device and a photo were returned for evaluation. As received, one guidewire in hoop, one tunneler, one peel apart sheath and dilator, one chronoflex catheter, one straight non coring needle, one flushing connector from a power port ti lp kit. Stretching was noted on the guidewire. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716000 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a frayed material. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.